Event description:
It was reported that during a follow up the lead exhibited noise and over sensing. The over sensing could be reproduced with left arm movement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.